Manufacturer narrative:
Analysis of the lead (lot # va0lzzm) found the distal end of the lead was bent. The lead was new out of the box.

Event description:
It was reported during a procedure the lead was bent at the 0 contact prior to removing it from the packaging. No action was required and the device was not implanted. There were no patient symptoms and their status at the time of report was alive with no injury.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer. Patient product ID: 3387s-40, lot# va0lzzm implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.